Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, on the first shot of the stomach, the stapler did not fire. The surgeon was able to pressed the green button and squeezed the handle. The trigger broke off and there was one snap occurred during the shot there was no apparent physical damage. The stapler was changed to complete the procedure. There was no patient injury.